Manufacturer narrative:
(B)(4). The device has not been returned for investigation at this time. The manufacturer will continue to monitor and trend related events.

Event description:
In the placement of clips during laparoscopy appendectomy, during the application of the second clip on the appendicular artery, the surgeons heard a click from the handle of the applier. Under direct endoscopic visualization, they saw that the jaws were not closed as usual. They checked the instrument and saw that the jaws hung from the instrument for a possible break. The jaws were no longer in line with the rod. The applier was checked to verify that the pin was missing. Using laparoscopic method they were able to remove two metal fragments of the pin. Two abdominal x-rays were performed and two fragments were seen. The sizes of the fragments were less than one millimeter. They tried to remove them but they did not find any fragments. After three days, they performed another x-ray that confirmed the presence of one metallic fragment less than one millimeter. The final condition of the patient is fine but it was necessary to prolong the surgical procedure and hospitalization.